Manufacturer narrative:
New information from november 12, 2015 stated that lead noise was detected. The lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance and noise episodes were noted. The physician elected to make any intervention at this time and the patient will be monitored.